Event description:
It was reported that the buttons were becoming hard to press. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no action was needed by technical support at this time.